Manufacturer narrative:
Patient age at time of event: over 18 years old. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-11156. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was not deep seated in the laa. A 27mm watchman ® laa closure device (wds) was deployed too distal, so they partially recaptured and redeployed the closure device in a better position. However, the closure device was too compressed and a fully recapture was completed. Sweeps were performed to confirm that there was no effusion. A 24mm watchman ® laa closure device was deployed and released. During the transesophageal echocardiogram (tee) a pericardial effusion was found and a pericardiocentesis was performed. The patient was in stable condition, extubated and transferred to the intensive care unit (ICU). The following day, there was no further drainage or fluid accumulation noticed on the echocardiogram. The drain was discontinued and the patient was scheduled to be discharged.